Event description:
During insertion of bone cement pt expired. Staff orthopaedic surgeon and medical coroner do not feel the incident was cement related. The pt died from complications related to the procedure (mdr97-00067).